Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device did not function during a freezing bronchoscopy in the intensive care unit. The user could not complete the procedure. The service department of olympus (B)(4) (oekg) checked the subject device and found that the reported issue was duplicated and the electrical circuit board of the power supply had failure, also the image was not displayed. However there was no damage on the exterior of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the accidental failure of the power circuit board. If additional information becomes available, this report will be supplemented.